Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding during normal use. Insulin pump was not dropped or exposed to moisture. Customer's blood glucose was 170 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with a critical pump error due to severely corroded electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. Unable to verify the pump error 49 alarms and all button responses due to the critical pump error. The pump was received with a cracked case on the battery tube area, a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, cracked battery tube threads, a faded serial number label, severe corrosion on the force sensor assembly and moisture damage on the motor assembly.